Event description:
Customer reported that she inserted a new battery and the display on the insulin pump was blank. After a few attempts; the insulin pump turned on. Blood glucose value was 148 mg/dl. Customer stated that the device does not have physical damage. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment and spring is neither damaged or corroded. Customer stated the display returned. The battery cap will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.